Manufacturer narrative:
The device was returned to olympus for evaluation and the e315 error code could not be confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending angle in up direction did not meet the standard value due to wear of the angle wire and the image guide bundle had a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the bronchofibervideoscope had an e315 error occur. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.  Based on the results of the investigation, a definitive root cause could not be determined, the event can be [detected/prevented] by following the instructions for use which state: caution ¿ do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. ¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. ¿ do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. ¿ in particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿when using an endotracheal tube with the endoscope, select a tube that has sufficient clearance between the insertion section of the endoscope and the tube. If the clearance is too small, it may prevent the patient from breathing and/or damage the endoscope. Olympus will continue to monitor field performance for this device.